Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). A communication error occurred while wearing the pod on the hip/buttocks. The patient was left with no active pod and a new pod was not applied until hours later. The patient visited the emergency room (ER) and was hospitalized. Specific treatment information is not available.